Manufacturer narrative:
Pending device return and evaluation.

Event description:
Index surgery approximately 8 years ago. Revision of tibial insert due to poly wear.

Event description:
It was reported form the united kingdom that a patient experienced right knee revision for poly wear. From the x-rays, the surgeon was worried that the poly may have worn through and that there may have been metal on metal contact. In the surgical procedure the tibial insert was removed easily. It was noticed that the medical side was worn quite significantly, but not worn through. The joint was washed thoroughly and a new 13mm insert was put in place. All things are reported to have gone well during surgery. There is no additional patient or event information available. Information has been requested, not supplied.

Manufacturer narrative:
The complaint product was received for analysis. The reported product condition of prosthesis wear was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) considerable wear on each side of the tibial post. This wear appears consistent with femoral articulation over the duration of its use. The deformation of the locking mushroom appears consistent with incomplete seating between the insert and the tibial tray. ) the evaluation has been conducted assuming that the components have been implanted on the right knee. The tibial insert appears to have deformed on the medial distal aspect of the tibial insert. The medial posterior foot of the tibial insert that is intended to lock into the tibial tray appears to have deformed, which appears consistent with incorrectly seating the insert into the tibial tray. It was found that polyethylene displacement appears consistent with loaded contact with the superior edge of the tibial tray. Pitting on the proximal portion of the tibial insert does not appear consistent with typical wear associated with articulation. The pitting was likely created by excessive bone cement from the femoral component contacting the tibial insert as the components articulated. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of any other involving parts from this manufacturing lot. According to the sales data, all other pieces of this lot have been successfully implanted. The device history record was reviewed, and all parts were accepted with conformance to the print specifications. Therefore, this issue does not appear to be manufacturing-related. There are no reported user-related issues. The prosthesis wear reported is likely the result of not engaging the tibial insert to the tibial tray during the original surgery causing accelerated wear of the tibial insert over time, combined with third body wear. In a review of labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacement. Conditions of excessive wear of the implant components secondary to impingement of components or damage of articular surfaces and disassociation of modular components, could cause surgical intervention or revision. It is also known that only surgeons who are knowledgeable with the devices and instrumentation are to use company products. There has been no patient information provided; therefore, the patient risk/clinical factors cannot be assessed. This device is used for treatment not diagnosis.